Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a cracks on the top case corners, bottom case by l-bracket, and both plunger cases. Event log history was performed and indicated that primary audible alarm was recorded in history. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown. Service replaced speaker for preventive.

Event description:
It was reported that continuous primary audible alarm was experienced.

Manufacturer narrative:
Other, other text: additional event information was received and b5 was updated.

Event description:
Additional information received and attached by ICU medical on 11-feb-2022:not involved with patient.

Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a cracks on the top case corners, bottom case by l-bracket, and both plunger cases. Event log history was performed and indicated that primary audible alarm was recorded in history. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown. Service replaced speaker for preventive.

Event description:
It was reported that continuous primary audible alarm was experienced.